Event description:
While attaching the sling to the lifting equipment, one of straps on one of the clips separated in two causing sling failure. The sling was not washed prior to using and the patient weight did not exceed 600 lbs.